Event description:
The customer reported that after replacing the paddle set as a result of a user initiated shift check failure, the device began to fail to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that after replacing the paddle set as a result of a user initiated shift check failure, the device began to fail to power up. There was no pt involvement. The philips customer care solutions center (ccsc) provided technical support to the customer. The ccsc and customer determined the cause of this malfunction to be power pca. The customer reported that he replaced the power pca to resolve this malfunction.